Event description:
The manufacturer received information alleging a flow sensor issue had occurred on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. A philips remote service engineer (rse) assisted the customer on this issue. The customer stated that an error code, pressure sensor mismatch, and failed flow verification test had occurred on the device. The customer stated the device had only been used for one day and ruled out the particulate filters had caused the issue since it was changed on the device. The philips rse evaluated the device's error log and confirmed the error code, pressure sensor mismatch, had occurred on the device, confirming the customer's complaint. The philips rse alleged that this could have been caused by the use of a nebulizer. The philips rse stated that a visual check was made on the flow sensor, and it looks like there is debris caught, causing a blockage to occur on the device. In conclusion, the device's flow sensor needs replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.

Manufacturer narrative:
The reported failure of the flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.